Manufacturer narrative:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured during the procedure, at the first stop. The balloon ruptured inside the patient. There was no reported patient injury. The user was certified on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity. The stick location was at the common femoral artery (cfa). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved with more than thirty minutes of manual compression. The patient is noted to have recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2013302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured during the procedure, during the first stop. The balloon ruptured inside the patient. There was no reported patient injury. The user was certified on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity. The stick location was at the common femoral artery (cfa). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. There was no visible damage in the distal end of the sheath after removal. Hemostasis was achieved with more than thirty minutes of manual compression. The patient is noted to have recovered. The device will be returned for evaluation.